Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had recently lost 100lb's and the scs system generator was too superficial in the pocket. Consequently, the physician decided to replace the generator, and a new generator was implanted with the pocket on the opposite side of the patient's body.